Event description:
It was reported the patient developed sepsis and there was vegetation present on the patient's valve. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted and temporary pacing utilized during antibiotic therapy. The device system has been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.